Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed 2 champagne size air bubbles in the infusion set tubing. Tandem technical support assisted the customer with removing the air bubbles. The customer thought that the tubing may not have been fully primed after the cartridge had been changed.